Event description:
Patient's IV medication was infusing and nurse noticed the tubing appeared to be wet. The infusion was stopped. A small amount of medication was on the floor. A small hole was observed in the IV tubing. New tubing applied.